Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient passed out and was taken to the emergency room (ER) by ambulance. For treatment, the patient was given fluids and glucose. The patient was discharged after 4 hours. The pod was worn on the abdomen.